Event description:
Pt reported to the hospital with abdominal pain and pr bleeding. Urine pregnancy test was performed on clinitek status. Results were positive. Subsequent urine samples tested reported as negative for pregnancy.

Manufacturer narrative:
Instrument was visually examined. Splash marks were noted on the instrument mirror. Instrument was returned to manufacturer. Manufacturer cleaned the instrument upon receipt and tested additional samples. All results were satisfactory. No instrument error could be confirmed.